Event description:
It was reported that this right atrial (ra) lead was explanted due to it had perforated the heart wall of this patient. The patient experienced a pericardial effusion. The lead was explanted. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to it had perforated the heart wall of this patient. The patient experienced a pericardial effusion. The lead was explanted. A new lead was successfully implanted. No additional adverse patient effects were reported.